Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: h3, h4, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that reprocessing could not be conducted properly due to a leak from the insertion tube. It was also noted the foreign material could not be identified. The following information from the instructions for use (IFU) pertains to this event: evis exera ii gif/cf/pcf type 180 series operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Evis exera ii gif/cf/pcf type 180 series reprocessing manual includes the preventive measures in chapter 5 "reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the evis exera ii colonovideoscope had exhibited a foreign material inside the nozzle. There were no reports of patient involvement.